Event description:
Material - syringe 0.3ml 31ga 6mm halfunit 10bagsla. Material # - 324916. Material lot# - 3128175a. Client reports that the needle stopper was out of level, so she was not sure how much medication she was giving to the dog.

Manufacturer narrative:
(Component code, type of investigation, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.